Event description:
The dr cut out a small section of a foley catheter, put in a suture and inserted the catheter section into the nasal cavity for use as a drain. The dr sutured the drain in order to be able to remove the drain by pulling on the suture. After approx 2 1/2 weeks, the dr pulled on the suture, met resistance, applied more pressure, and the catheter section broke into two pieces. The pt was taken to surgery to have the indwelling catheter section removed. No further complications were reported. The sales rep. Advised the nurse that the dr was using the catheter off label, even pointed out for urological use only on the label.